Event description:
It was reported that during the implant attempt, the helix on the right ventricular lead would not extend or retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from helical channel. There was blood/body fluid (not obstructed) in the distal conductor; blood in/on the helix/lobe mechanism sleeve head and in/on the helix mechanism. Tip seal observation.